Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total gastrectomy procedure, while the device was being applied for final anastomosis, the device was difficult or unable to load. During the mating of the pre tilted anvil of the device and the stapler handle of the surgeon struggled to connect the 2 components. This led to a lot of stress on the tissue that was to be anastomosed. After many attempts, the components were successfully mated and the device functioned as normal and the anastomosis was created. The patient is still in hospital and being observed to make sure the tissue heals and is not torn in any way.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account with the appropriate packaging in an undamaged condition. A microscopic examination of the device displayed nicks on the knife blade. The device was not received. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. The root cause of the observed secondary damage was misuse of the product. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures, otherwise, the knife blade may not cut. However, the investigation detected a secondary condition of an obstruction that has no relationship to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total gastrectomy procedure, while the device was being applied for final anastomosis, the device was difficult or unable to load. During the mating of the pre tilted anvil of the device and the stapler handle, the surgeon struggled to connect the 2 components. This led to a lot of stress on the tissue that was to be anastomosed. The staples formed however the osaphageal donut was not fully formed. Mucosa was intact but there was no muscle in the donut. Due to the handle not engaging with the anvil there were 2 holes in the jenunum rather than 1. The staple line was reinforced with a suture after the anastomosis. After many attempts, the components were successfully mated and the device functioned as normal and the anastomosis was created. The patient required some extra stay due to other complications since it was a high risk patient.